Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of continuing chest pain in the area of the implantable loop recorder (ilr) pocket. After multiple counseling visits the patient requested to have the device removed. There is no allegation of a product issue. No other device was implanted due to the physician indicating the patient non-tolerance to the ilr. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.